Manufacturer narrative:
This rv lead remains in service for the time being, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The lead replacement procedure will take place in the near future. It was noted no detailed information was obtained from this event because the associated pg was a competitor's product. There were no adverse patient effects reported.